Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory were 85mg/dl on (B)(6) 2013 at 11:51am, 78mg/dl on (B)(6) 2013 at 8:15am, 96mg/dl on (B)(6) 2013 at 11:38pm, 83mg/dl on (B)(6) 2013 at 3:54pm, 84mg/dl on (B)(6) 2013 at 10:02am, and 100mg/dl. Caller states glucose is normally 125mg/dl - 135mg/dl 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).